Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the atrial side of the closure device. It was further reported that the thrombus was found at the patient's one (1) year follow up. The patient was placed on anticoagulation medication to treat the thrombus.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received b7 other relevant history added d4 lot number added d6a implant date added h6 impact code updated.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. During a routine follow up examination, transesophageal echocardiogram (tee) revealed a thrombus on the atrial side of the closure device.